Manufacturer narrative:
(B)(4). MDR number 1717344-201-00448. A visual inspection of the incident device revealed a small amount of tissue in-between the jaws. However, the jaws were not stuck shut. The device was tested on simulated tissue for proper activation and the jaws opened and closed normally. The knife function was found to be acceptable as well. The IFU for this device states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Keep the jaws of the instrument clean at all times and clean the instrument often when working in a bloody field. If consistent sticking is encountered, reduce the bar setting. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.

Event description:
The customer reported that the jaws of the device would not open after cutting tissue during a laparoscopic cervical hysterectomy. It is unknown how the device was removed from the tissue. There was no patient injury.